Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 490mg/dl. The customer's most current level was 150mg/dl. The customer states the cause of the hospitalization was diabetic ketoacidosis. The customer was not able to troubleshoot at the time of call. The customer was advised to change their set and reservoir. The customer was advised to call back if issues persist.